Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 20, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed the half of an iol (the other half missing). Viscoelastic residue was found on the optic body and haptic, which is consistent with a lens that was handled during explant. A detached portion of a haptic was also observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter email address: unknown/not provided. Reporter establishment name: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Fully inserted lens was removed and replaced in the same procedure. Customer reported capsule tear/collapse. Removed lens, replaced with lens za9003. No further information is available.